Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that support received an email regarding a cartridge filling issue, including a photo showing insulin sitting on top of the stopper while the cartridge was connected to the device. The report indicated that the insulin appeared to be on the opposite side of the tube, suggesting the cartridge may not have been filled correctly. Attempts were made to contact the patient¿s family for follow-up to determine whether leaking had occurred and to review the cartridge fill process. It was further reported that the patient¿s father later confirmed they had not experienced any additional cartridge issues after switching to a new cartridge and that the issue had only occurred once. The father stated they had not noticed any leaking prior to the supply change and that blood glucose was not affected. The agent provided guidance on checking cartridges to ensure there were no issues and advised contacting support before the next supply change. The patient¿s father expressed satisfaction and agreed to reach out with any further questions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.